Manufacturer narrative:
Additional information has been captured in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from hcp that cause of the stimulator is depleting every day and a half was unknown and it was unknown if issues have been resolved or not.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was the recharger won't take a charge. Patient plugged it in and unplugged it and plugged it back in and it is still not recharging. Patient fully charged their implant today and after they charged the recharger wouldn't take a charge. Patient said the stimulator is depleting every day and a half. It didn't use to do that. The issue started about 6 months ago. Patient sees no damage to the equipment. A message was sent to the repair department to replace the recharger and the dtc/ac power supply.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.